Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when opening the suture the needle was separated from the thread. The patient status was unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eleven device. The visual inspection of the returned product had acceptable results. A needle attachment test was performed on the sealed samples, during which one of the sample failed to meet specification. An engineering investigation concluded that the reported condition was unlikely to be a result of a manufacturing error. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.